Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: fundus of uterus"), device expulsion ("migration of essure device location of device: fundus of uterus"), fallopian tube perforation ("perforation (fallopian tube(s)"), systemic lupus erythematosus ("misdiagnosed with lupus"), ovarian cyst ("cyst removed from ovaries after implant") and pelvic pain ("chronic pelvic pain / pain") in a 40-year-old female patient who had essure (batch no. 626919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included varicose veins. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal, aching in knees, latent tuberculosis, depression since 2010, bacterial vaginosis since 2010, restless legs syndrome, ptyalism, allergic rhinitis since 2010, cervicalgia since 2017, insomnia since 2017, conjunctival cyst, tendonitis, breast lump, osteoarthritis since 2010, periostitis since 2010, adjustment disorder, lumbago since 2010, shoulder pain and wrist pain. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2008 to (B)(6)2008 for birth control as well as docusate sodium (colace) since 2017, iron since 2017, loratadine since 2017, naproxen sodium (aleve), naproxen since 2008, vitamin d nos (vitamin d) since 2017 and vitamins nos since 2010. On (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced cystitis ("bladder infection( constant having infections from the time esuure was placed until it was removed)") and urinary tract infection ("urinary tract infection( constant having infections from the time esuure was placed until it was removed)"), 8 years 6 months after insertion. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") menorrhagia ("abnormal bleeding (menorrhagia)"), and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2009, the patient experienced mood swings ("mood swings/hormonal changes moods"). In (B)(6)2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2009, the patient experienced urticaria ("rashes or skin conditions type: hives on both arms"). In 2009, the patient experienced migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems") and fatigue ("fatigue"). In 2012, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced ovarian cyst (seriousness criterion medically significant), anxiety ("anxiety") and depression ("depression"). On (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), back pain ("back pain"), rash ("rashes"), complication of device insertion ("2nd procedure performed due to 1st procedure failed") and complication of device removal ("complication of device removal"). The patient was treated with antibiotics, phenazopyridine hydrochloride (pyridium) and surgery (cyst removed, she had surgery to remove essure implant, underwent hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) and underwent hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)(B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, device expulsion, fallopian tube perforation, systemic lupus erythematosus, ovarian cyst, pelvic pain, urinary tract infection, weight increased, back pain, mood swings, vaginal haemorrhage, menorrhagia, anxiety, urticaria, tooth disorder, fatigue, depression, rash, complication of device insertion and complication of device removal outcome was unknown and the cystitis, female sexual dysfunction, migraine, headache, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, complication of device insertion, complication of device removal, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, rash, systemic lupus erythematosus, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 173 lbs. Discrepancy noted in essure insertion & removal dates insertion : (B)(6)2008 & (B)(6)2008. Removal : (B)(6)2017 & (B)(6)2017. 2nd procedure performed due to 1st procedure failed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Ultrasound scan vagina - in (B)(6)2008: results: everything was in place. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, lumbago, anxiety. Most recent follow-up information incorporated above includes: on 25-jan-2019: pfs received : patient information was added. Lot no was added. Event "rash","complication of device removal" and "complication of device insertion" were added. Events onset date was added. Concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: fundus of uterus"), device expulsion ("migration of essure device location of device: fundus of uterus"), fallopian tube perforation ("perforation (fallopian tube(s)"), systemic lupus erythematosus ("misdiagnosed with lupus"), ovarian cyst ("cyst removed from ovaries after implant") and pelvic pain ("chronic pelvic pain / pain") in a 40-year-old female patient who had essure (batch no. 626919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included varicose veins. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal, aching in knees, latent tuberculosis, depression since 2010, bacterial vaginosis since 2010, restless legs syndrome, ptyalism, allergic rhinitis since 2010, cervicalgia since 2017, insomnia since 2017, conjunctival cyst, tendonitis, breast lump, osteoarthritis since 2010, periostitis since 2010, adjustment disorder, lumbago since 2010, shoulder pain and wrist pain. Concomitant products included medroxyprogesterone acetate (depo provera) from september 2008 to december 2008 for birth control as well as docusate sodium (colace) since 2017, iron since 2017, loratadine since 2017, naproxen sodium (aleve), naproxen since 2008, vitamin d nos (vitamin d) since 2017 and vitamins nos since 2010. In 2008, the patient experienced cystitis ("bladder infection( constant having infections from the time esuure was placed until it was removed)") and urinary tract infection ("urinary tract infection( constant having infections from the time esuure was placed until it was removed)"), 8 years 6 months after insertion and 1 day after removal of essure. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On 1-oct-2008, the patient had essure inserted. In january 2009, the patient experienced mood swings ("mood swings/hormonal changes moods"). In february 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In february 2009, the patient experienced urticaria ("rashes or skin conditions type: hives on both arms"). In 2009, the patient experienced migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems") and fatigue ("fatigue"). In 2012, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced ovarian cyst (seriousness criterion medically significant), anxiety ("anxiety") and depression ("depression"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), back pain ("back pain"), rash ("rashes"), complication of device insertion ("2nd procedure performed due to 1st procedure failed") and complication of device removal ("complication of device removal"). The patient was treated with antibiotics, phenazopyridine hydrochloride (pyridium) and surgery (cyst removed, she had surgery to remove essure implant, underwent hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) and underwent hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)17/04/2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, fallopian tube perforation, systemic lupus erythematosus, ovarian cyst, pelvic pain, urinary tract infection, weight increased, back pain, mood swings, vaginal haemorrhage, menorrhagia, anxiety, urticaria, tooth disorder, fatigue, depression, rash, complication of device insertion and complication of device removal outcome was unknown and the cystitis, female sexual dysfunction, migraine, headache, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, complication of device insertion, complication of device removal, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, rash, systemic lupus erythematosus, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 173 lbs. Discrepancy noted in essure insertion & removal dates insertion : (B)(6) 2008. Removal : (B)(6) 2017. 2nd procedure performed due to 1st procedure failed . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Ultrasound scan vagina - in november 2008: results: everything was in place.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, lumbago, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-may-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: fundus of uterus"), device expulsion ("migration of essure device location of device: fundus of uterus"), fallopian tube perforation ("perforation (fallopian tube(s)"), systemic lupus erythematosus ("misdiagnosed with lupus"), ovarian cyst ("cyst removed from ovaries after implant") and pelvic pain ("chronic pelvic pain / pain") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal, aching in knees, latent tuberculosis, depression, bacterial vaginosis, restless legs syndrome, ptyalism, allergic rhinitis, cervicalgia, insomnia, conjunctival cyst, tendonitis, breast lump, osteoarthritis, periostitis, adjustment disorder and lumbago. Concomitant products included naproxen, naproxen sodium (aleve) and vitamins. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced anxiety ("anxiety"), urticaria ("hives on both arms"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2017, 8 years 5 months after insertion of essure, the patient experienced mood swings ("mood swings"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and weight increased ("weight gain"). On (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), back pain ("back pain"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with nitrofurantoin (macrobid), phenazopyridine hydrochloride (pyridium), surgery (underwent hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)), surgery (cyst removed). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, fallopian tube perforation, systemic lupus erythematosus, ovarian cyst, pelvic pain, cystitis, urinary tract infection, weight increased, back pain, mood swings, vaginal haemorrhage, menorrhagia, anxiety, urticaria, tooth disorder and fatigue outcome was unknown and the female sexual dysfunction, migraine, headache, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, cystitis, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, systemic lupus erythematosus, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 173 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Ultrasound scan vagina - in (B)(6) 2008: everything was in place. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events added: mood swings, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), anxiety, misdiagnosed with lupus, hives on both arms, migraines /headaches, dental problems, dysmenorrhea (cramping), cyst removed from ovaries after implant, perforation (fallopian tube(s)), fatigue, abdomen pain. Outcome of following events were updated to recovered/resolved: intercourse, cramps, migraines, headaches, abdominal pain. Concomitant disease, lab data and concomitant drug were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: fundus of uterus"), device expulsion ("migration of essure device location of device: fundus of uterus"), fallopian tube perforation ("perforation (fallopian tube(s)"), systemic lupus erythematosus ("misdiagnosed with lupus"), ovarian cyst ("cyst removed from ovaries after implant") and pelvic pain ("chronic pelvic pain / pain") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal, aching in knees, latent tuberculosis, depression, bacterial vaginosis, restless legs syndrome, ptyalism, allergic rhinitis, cervicalgia, insomnia, conjunctival cyst, tendonitis, breast lump, osteoarthritis, periostitis, adjustment disorder and lumbago. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2008 for birth control as well as naproxen, naproxen sodium (aleve) and vitamins. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced cystitis ("bladder infection( constant having infections from the time esuure was placed until it was removed)") and urinary tract infection ("urinary tract infection( constant having infections from the time esuure was placed until it was removed)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced mood swings ("mood swings"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced urticaria ("rashes or skin conditions type: hives on both arms"). In 2009, the patient experienced migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems") and fatigue ("fatigue"). In 2012, the patient experienced weight increased ("weight gain"). In 2016, the patient experienced ovarian cyst (seriousness criterion medically significant), anxiety ("anxiety") and depression ("depression"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In 2017, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with nitrofurantoin (macrobid), phenazopyridine hydrochloride (pyridium), surgery (underwent hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)), surgery (underwent hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)), surgery (cyst removed) and surgery (she had surgery to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, fallopian tube perforation, systemic lupus erythematosus, ovarian cyst, pelvic pain, urinary tract infection, weight increased, back pain, mood swings, vaginal haemorrhage, menorrhagia, anxiety, urticaria, tooth disorder, fatigue and depression outcome was unknown and the cystitis, female sexual dysfunction, migraine, headache, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, systemic lupus erythematosus, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 173 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Ultrasound scan vagina - in (B)(6) 2008: everything was in place. Most recent follow-up information incorporated above includes: on 10-oct-2018: pfs received : event depression was added. Outcome of the previously reported event cystitis was updated to recovered. Concomitant medications added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: fundus of uterus"), device expulsion ("migration of essure device location of device: fundus of uterus") and pelvic pain ("chronic pelvic pain") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, aching in knees, latent tuberculosis, depression, bacterial vaginosis, restless legs syndrome, ptyalism, allergic rhinitis, cervicalgia, insomnia, conjunctival cyst, tendonitis, breast lump, osteoarthritis and periostitis. In 2008, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and weight increased ("weight gain"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("back pain"). The patient was treated with nitrofurantoin (macrobid), phenazopyridine hydrochloride (pyridium), surgery (underwent salpingectomy (bilateral removal of fallopian tubes) and surgery to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, pelvic pain, cystitis, urinary tract infection, weight increased and back pain outcome was unknown. The reporter considered back pain, cystitis, device dislocation, device expulsion, pelvic pain, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs & mr received, events bladder/urinary tract infection, back pain, migration of essure device location of device: fundus of uterus, weight gain and did not undergo an essure confirmation test were added, concomitant conditions added, incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.